Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue with the minicap transfer set. The patient could not disconnect after peritoneal dialysis therapy. The dark blue part (female connector) of the transfer set appeared to only have a small amount of adhesive (one spot) and it came disconnected. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.